Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint unstable air pressure and unable to link with foot switch was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insufflation unit had unstable air pressure and unable to link with foot switch. The issue occurred during a therapeutic procedure. The procedure was completed using the same set of equipment and there was no report of patient harm.